Manufacturer narrative:
E1 initial reporter phone: (B)(6). The product investigation was completed. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection and functional test of the returned device were performed following bwi procedures. Visual analysis revealed an electrodee lifted and that same spline slightly bent. A dimensional test was performed, and the outer diameters of the device were found within specifications. A manufacturing record evaluation was performed for the finished device [31223983l] number, and no internal actions related to the reported complaint condition were identified. The damage on the electrode and spline could be related to the resistance and spline issues reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the electrode and spline damage could not be determined. The instructions for use (IFU) contain the following indications: the catheter is recommended for use with an 8f guiding sheath because the distal spines may be damaged if used with a sheath that is not compatible. Do not use the catheter in conjunction with transseptal sheaths featuring side holes larger than 1.25mm in diameter. Do not use excessive force to advance or withdraw the catheter through the guiding sheath when resistance is encountered. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atypical atrial flutter (left-sided) ablation procedure with a pentaray nav high-density mapping eco catheter and post procedure the bwi product analysis lab identified a lifted electrode with that same spline slightly bent. During the procedure, when the physician was mapping the left atrium (la), one of the splines of the pentaray got stuck inside the sl1 sheath. The pentaray at that moment was in a candy cane shape. After wiggling the catheter the medical team managed to free the pentaray splines with flouroscopy. The catheter was removed for a visual check and no damage was noticed. The catheter was reentered in la and procedure was successfully completed with no complications. The surgical delay was approximately 3 minutes. No patient consequences were reported.